Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pump logs were not available. The patient did not experience symptoms. The pump was not programmed to off state or minimum rate; it was in normal running status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (15 mg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported a pump stop occurred. The event date was reported to be b)(6) 2018. The patient claimed there was an alarm. The hcp tried to silence the alarm several times. The patient was switched to oral medication. The pump status was implanted - out of service. The pump would not be replaced; surgical intervention did not occur nor was planned. It was reported the issue was resolved. The patient status was alive - no injury. Contributing factors to the event were "n.a." There were no reported symptoms. No further complications were reported.

Event description:
Additional clarification of the event was received through follow-up. It was stated that the patient called the manufacturer representative by phone and reported an alarm. The manufacturer representative recommended the patient see their hcp as soon as possible, but the hcp did not find an alarm using the programmer. The previously reported "misinterpretation of beeps" was clarified that as the hcp could not find any alarms in the event log, it was obviously something else that was recognized by the patient. It could not be "proofed" that the beeps were not coming from the pump, but was stated that obviously the beeps were not coming from the pump. However, it was also noted that the source of the beeps was not identified. Although the initial report indicated there was a pump stop, it was now clearly indicated that there was no motor stall. It was explained that the hcp suspected a motor stall but it was not confirmed by the programmer. It was noted that the new tablet programmer had never been used with the patient's pump prior to hearing the reported alarm. The pump alarms had been played for the patient so that they knew what it sounded like. No other actions were t aken to resolve the misinterpretation of beeps.

Manufacturer narrative:
Device code c62859 does not apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked to clarify the reported pump stop, and if it was a motor stall that had occurred, it was stated, "no motor stall, pump including bolus activation is ok."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was a misinterpretation of beeps by the patient. It was noted the patient was in the clinic for verification, the pump was checked, and no alarms were recorded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information regarding a description of the sound heard by the patient (and if it was consistent with a pump alarm) was able to be provided, as the patient couldn't exactly remember and no such alarm had occurred since then.